Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. After dinner on (B)(6) 2024 at 6:00pm, the patient's child noticed that the patient was not very active. The patient's child stated the cgm was displaying "low", and he gave him a sugar pill. After treatment, he noticed that the patient's symptoms were not improving. During this time, it was reported that the cgm was reading accurately and receiving alerts. The patient's child did not check a finger stick as they thought the cgm was matching the patient's symptoms and decided to bring the patient to the hospital at 7:00pm. Upon arrival, the hospital staff checked the patient's finger stick, and the bg was reading 57 mg/dl compared to the cgm reading of 67 mg/dl. The patient was treated with dextrose IV 50 percent after two hours, the patient stabilized. During this time, the cgm was displaying 165 mg/dl and the bg was 138 mg/dl. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was given sugar pill. The reported glucose values fall within the a zone of the parkes error grid when checked at the hospital and after the patient was stabilized no additional patient or event information is available.